Manufacturer narrative:
The pump was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test, and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump's buttons were unresponsive. The customer's blood glucose level was 5.1 mmol/l. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no output. The customer had to press buttons a few times before working. They were assisted in troubleshooting. The customer stated that the buttons were responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.